Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels weak and will seek medical attention. The customer's expected blood results are 150-165mg/dl fasting. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Daughter took mother to (B)(6) and read 300mg/dl. The customer was given a new meter and prescribed insulin. Mother was told to test before meals three times a day. Customer normal ranges is 150-165mg/dl. Result of concern 378mg/dl. Unable to reviewed meter memory: customers concern: main concern training on how to test. While testing customer read high. Customer was concerned with th result but believes the meter is reading accuratly. Daughter is going to take customer to the hospital. Will send meter, strips, and control solution as replacement.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that she feels weak and will seek medical attention. The customer's expected blood results are 150-165mg/dl fasting. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Daughter took mother to (B)(6) and read 300mg/dl. The customer was given a new meter and prescribed insulin. Mother was told to test before meals three times a day. Customer normal ranges is 150-165mg/dl. Result of concern 378mg/dl. Unable to reviewed meter memory customers concern: main concern training on how to test. While testing customer read high. Customer was concerned with th result but believes the meter is reading accurately. Daughter is going to take customer to the hospital. Will send meter, strips, and control solution as replacement.